Event description:
My blood glucose meter is giving incorrect readings. I use a one touch mini blood glucose meter. Recently, I have been experiencing low blood sugar following bolus based on the blood glucose readings. I tested the meter with control solution from lot number 8a2a83 which gave a reading of 212. According to the blood strip container. The top of the specification is 157 mg/dl. I noticed that the control solution was out of spec, so I performed a test with another meter by first dispensing the control solution onto a plate and sampling from this sample by both meters. As noted, the mini med reading was out of spec. The other meter was in-spec at 147mg/dl. I called customer service but they could not understand that I have eliminated the solution as a source of the error. Of course, this is a serious issue given that diabetics bolus according to these readings. I suspect this issue has been causing low-blood sugar in my home of 3 type 1 diabetics including myself.